Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. It was indicated that a adult patient was using an pediatric receiver. No product or data was evaluated. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.